Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the threaded end of an acetabular impactor broke while the surgeon was inserting an acetabular shell during a hip arthroplasty procedure. The fragment could not be removed.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. The frequency of use of this instrument is unknown. The inserter hex bolt is fractured at the leading threads. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.